Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2005. It has been reported the pt has been recharging the system more frequently than usual. The pt also reported he experiences a cramp at the implant site when his system is coming close to a recharge. No surgical intervention will be undertaken at this point to address this issue.